Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer called into philips to report the device's display is completely dim with no response. It is unknown if any patient was involved.

Manufacturer narrative:
.